Event description:
Upon transfer from cardiovascular operating room (cvor), it was noted that the patient had a skin tear to his left scapula which the certified registered nurse anesthetists (crna) attributed to the defibrillator pads used during the or case. Electro defib pacing adult. Since the conversion to the "regard" defibrillator pad in question, a sudden increase in skin tears have been noted. All cases reviewed, education completed by company representative to cvor team members and appropriate removal technique reviewed. I would also like to note, this pad is utilized along with a warming blanket, known as the blanketrol, to maintain patient temperature. Discussions with company rep have arose regarding the possibility of increased tackiness to the pad in production, as well as an increase in tackiness due to the blanketrol heat pad being used. Both theories are being reviewed. Device not available for return.